Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "patient called to report that in (B)(6) 2009, he was sitting on a stool and eating, when he got up, patient stepped down off the stool, on his left foot and felt the hip pop. Taken to osu, and had it repaired as it had dislocated. On (B)(6) 2010, patient was getting out of bed and it dislocated again. Again had to have it popped back in at the hospital. One dr stated that the reason for the dislocation could be due to his height. (6'9")."